Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result is 200 mg/dl. The customer felt well and did not report any symptoms. Nurse stated that due to the hi she was going to call customer's doctor. During the call, a back to back blood test was not performed by the customer. Customer was using discontinued and expired product. Customer stated that his brother also uses the truemetrix meter; customer did not disclose if any results were his brother's. The meter memory was reviewed for previous test result history (fasting/non-fasting status of results is unknown): (B)(6).